Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the customer is noticing the 3/8" and 1/2" appears cloudy in the pack. There were 4 occurrences of this event. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.